Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that "the annulus seal to detach", meant that although deployment had started at the annulus, the valve dislodged toward the ascending aorta, completely losing contact between the transcatheter valve and surgical valve. It was further reported that 5 deployment attempts and 5 recaptures were performed. A procedural delay occurred in result of the infold, and temporary pacing was performed during each deployment attempt.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012687653); product type: 0195-heart valves; implant date: na ; explant date: na product ID d-evolutfx-2329 (0012517039); product type: 0195-heart valves; implant date: na ; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a computed tomography (CT) scan was performed which showed a valve perimeter of 50.6 millimeters (mm). Following this, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. During the first deployment attempt of the transcatheter valve in a previously implanted non-medtronic surgical aortic valve (sav), the valve dislodged around node 5 towards the ascending aorta, causing "the annulus seal to detach." Subsequently, the valve was re-captured and, under temporary pacing at 140 beats per minute (bpm) and blood pressure was reduced to below 100mmhg. The valve was then deployed to the point of no recapture (ponr), and an infold was observed near the r-n commissure. A second recapture was performed, and the device was repositioned higher in the ascending aorta; yet, it was re-captured again. A third deployment attempt was made; however, the infold was still observed at the ponr, and the valve was recaptured a fourth time. A final deployment attempt was made in the left ventricle (lv); however, the infold was still observed. Subsequently, the valve was withdrawn, and the procedure was aborted. It was noted that the infold occurred due to the implanted sav and the patient¿s pannus anatomy.